Event description:
The customer reported the system will not expose, no error codes but will not expose. No pt injury was reported.

Manufacturer narrative:
This reported issue is currently under investigation.